Manufacturer narrative:
The initial reporter (B)(6) is a fellow doctor (trainee). Due to character limit in the e1 section the full event site name is (B)(6). A supplemental report will be submitted upon the completion of the investigation.

Event description:
User called into emergency support program line to request support about the differences in the bps from the pump to the bedside on cardiosave intra aortic balloon pump during use. The user stated that the pump`s bp and bedside bp values are not matching drastically. Upon troubleshooting the esp personel stated to the user that the pump is displaying the actual augmentation value as systolic pressure. Later around 11.pm at night the user called to report gas gain alarm and condensation alarm. The esp personel reviewed the troubleshooting for these alarms which was done succefully and user had no further issues with the alarm. The user also mentioned that another physician came and connected the fiber optic cable by which the blood pressure looks much better. No harm or injury reported.